Event description:
A customer reported following an intraocular lens (iol) implant procedure, there was corneal edema postoperatively day one. Immediately following the procedure there was no corneal edema noted. The patient was treated with steroid drops. Additional information was requested. There are 12 manufacturer reports associated with these events. This report is for the twelfth lens.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).